Event description:
Caller reported a cartridge alarm occurring during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as backup therapy and was informed by tandem technical support that a replacement pump with updated software would be sent. The caller was also provided with instructions for placing the pump into storage mode and advised on the steps to take upon receiving the replacement pump, which would be shipped without requiring a delivery signature. They were instructed to return the faulty pump to tandem within ten days using a pre-paid label.